Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that their pump was over delivering insulin, as their spouse who is a nurse believes something is wrong with the pump. The customer's blood glucose was 66 mg/dl at the time of the incident. The customer was at 141 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as turning pale and sweating. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. Customer stated they received a pump notification but does not remember what it was. The customer stated he would contact his attorney and deserves a new pump. The insulin pump will be returned for analysis.